Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m55p57. Additional information requested but unavailable: what part of the stapler broke? Were all pieces removed from the patient? Will the broken pieces be returning with the device or were they disposed of? What is the current patient status? The analysis showed that the atw35 device was received disassembled and with a tr35w cartridge present. The returned reload was partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. It is possible that the damaged was due to an improper handling of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a laparoscopic appendectomy procedure, according to the notes-the stapler broke in the patient. No additional comments from the staff right now. Another like device was used to complete the procedure.